Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed due to incomplete. Share log review was not performed due to no data. A review of the bin file was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.